Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had pain and developed an infection. Upon follow-up, the patient¿s pd nurse confirmed the patient line of the fresenius liberty cycler set was leaking due to the patient¿s cat chewing a hole in the patient line during an unknown phase of pd treatment. There were no reported malfunctions with the liberty cycler set that were related to a product deficiency. The nurse attributed the peritonitis event to a breach in the sterile pd pathway which was caused by the hole/leak from the patient¿s cat. Subsequently, the patient subsequently developed symptoms of abdominal pain and cloudy pd effluent. As a result, the patient had pd culture obtained (the same day) which yielded growth of neisseria zoodegmatis. The patient was treated with antibiotic therapy via intraperitoneal (ip) ceftazidime 2 grams (duration unknown) and oral ciprofloxacin (dose/duration unknown). Per the nurse, the patient is recovering and continues pd treatment with the same cycler and using liberty cycler sets without further reported leak.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the /liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. A breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism neisseria zoodegmatis which is a zoonotic pathogen associated with dogs and cats. Therefore, the peritonitis event can be reasonably attributed to a breach in sterile pd pathway due to the patient¿s cat chewing a hole in the patient line, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had pain and developed an infection. Upon follow-up, the patient¿s pd nurse confirmed the patient line of the fresenius liberty cycler set was leaking due to the patient¿s cat chewing a hole in the patient line during an unknown phase of pd treatment. There were no reported malfunctions with the liberty cycler set that were related to a product deficiency. The nurse attributed the peritonitis event to a breach in the sterile pd pathway which was caused by the hole/leak from the patient¿s cat. Subsequently, the patient subsequently developed symptoms of abdominal pain and cloudy pd effluent. As a result, the patient had pd culture obtained (the same day) which yielded growth of neisseria zoodegmatis. The patient was treated with antibiotic therapy via intraperitoneal (ip) ceftazidime 2 grams (duration unknown) and oral ciprofloxacin (dose/duration unknown). Per the nurse, the patient is recovering and continues pd treatment with the same cycler and using liberty cycler sets without further reported leak.